Event description:
The sales consultant reports regarding a posterior lumbar fusion. The set screw removal button on the side of the persuader broke. When the device came out of the sterilizer it was discovered the piece was broken. When the persuader was opened one head had fallen off and the set screw was loose. The device arrived from spd in this condition. The device did not enter the surgical field, there was no surgeon or patient interaction. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.